Event description:
It was reported that the pts lead had eroded into her stomach. The pt was seeing a new physician and planned to have the device removed. The physician did not plan to return the device. Additional info was requested.

Manufacturer narrative:
(B)(4).